Event description:
It was reported that during a bph surgical procedure "the console went into standby several times". The case was completed using an alternate procedure (turp). "No injury" to the patient reported. Additional information was not reported.

Manufacturer narrative:
System analysis/service repair completed on march 29, 2016: the reported issue was verified and determined to be due to corrosion on fiber port pin. Fiber port cleaned with dedicated tool to prevent corrosion; xps field test performed with success. Laser works properly according to manufacturer's specifications.